Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed the power consumption of this device has been increasing during the past year. The expected power consumption is about 45 uw, however this device is consuming 50 uw and the power consumption is expected to continue to increase. A device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed the power consumption of this device has been increasing during the past year. The expected power consumption is about 45 uw, however this device is consuming 50 uw and the power consumption is expected to continue to increase. A device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and was replaced. No additional adverse patient effects were reported. The explanted device will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information, become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, analysis confirmed, the clinical observation of premature battery depletion (pbd). The device case was opened, and visual inspection revealed no irregularities. The device diagnostics show the power level gradually rose over the past year. Battery usage test shows device is drawing high current. Laboratory analysis confirmed, reported allegation.

Event description:
It was reported, that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed, the power consumption of this device has been increasing, during the past year. The expected power consumption is about 45 uw. However, this device is consuming 50 uw. And the power consumption is expected to continue to increase. A device replacement was recommended. Additional information received, indicated that the device was explanted and was replaced. No additional adverse patient effects were reported. The device was returned and analyzed.